Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Performed a power consumption test for sleep mode current and the meter¿s power consumption was within specification. A fast draining battery was not observed. The complaint is not confirmed.

Event description:
A customer stated that she received a "low battery" symbol on her adc blood glucose meter and made contact with an hcp who diagnosed the customer with hyperglycemia and treated her with insulin (type/dose unknown). No additional information was available as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer stated that she received a "low battery" symbol on her adc blood glucose meter and made contact with an hcp who diagnosed the customer with hyperglycemia and treated her with insulin (type/dose unknown). No additional information was available as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.